Manufacturer narrative:
Patient information is not available for reporting. Date of event reported as (B)(6) 2018; exact date is unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter is synthes sales representative. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the vertebroplasty surgery performed on an unknown date in (B)(6) 2018, the cement mixer jammed during mixing procedure. New mixing kit had to be used. It was reported that there were no consequences for the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 07.702.016s, lot: 7c53190: manufacturing site: selzach, supplier: aap biomaterials gmbh, release to warehouse date: 14.jun.2017, expiry date: 01.mar.2020: the device history record shows this lot of 7139 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. The vertecem v+ cement kit was forwarded to the manufacturing site (aap biomaterials / osartis gmbh) and was checked for conformance to the specifications. Abstract from supplier's report: the manufacturer has analyzed the retain samples of the affected batch as part of the evaluation in the laboratory without any deviations. Also, the batch and qc documentation of the affected batch shows no deviation. Based on the mixing grade of the cement in the supplied kit the system has worked partially. The piston and the paddle have been moved (paddle position direct on the transfer cap). This fact could indicate a possible handling issue in usage of the system. This production lot (7c53190) was manufactured in june 2017 according to the specification with no non-conformities reported. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was was completed successfully with a delay of five (5) minutes while a new mixing kit was prepared.